Event description:
The tibial insert would not seat in the baseplate. Another insert was used to complete the surgery. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results, although not conclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures.